Event description:
It was reported that the patient experienced pacemaker syndrome. The right atrial (ra) lead was fractured, had intermittent high impedances, and displayed noise. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant: d314drg implantable cardioverter defibrillator (B)(6) 2012, 693558 implantable tachy lead (B)(6) 2012. (B)(4).